Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the pacemaker exhibited under-sensing of r waves. Programming changes were discussed but not made. The patient status was not reported.